Manufacturer narrative:
(B)(4). Article reference: analysis the complication in the treatment of wounds with negative pressure wound therapy at the department of burn. Wang de-huai, zhou tao, li peng chang, tan zi-ming (department of burns and plastic surgery, chengdu second people's hospital, schuan province, 610017, china).

Event description:
On the literature article named "analysis the complications in the treatment of wounds with negative-pressure wound therapy at the department of burn", the authors of the study reported that, when using a polyurethane foam dressing and a portable controllable negative pressure aspirator to treat burns, 3 patients suffered from an unspecified wound infection. It is unknown if/how the adverse event was resolved.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the product and reported event, or determine a root cause. A medical review concluded that a thorough medical investigation could not be performed without further clinically relevant patient documentation. The root cause of the reported event, as well as the outcome for the patient, could not be confirmed nor concluded beyond what is documented within the complaint. Probable root cause of the reported infection may be improper preparation of wound area, or patient interference with dressing, either of which may expose the wound to infection-causing bacteria. No lot/serial number has been provided, therefore a review of device history is not possible. A complaint history review was performed for the event description against all renasys devices, there have been further instances in the past three years. A specific product was not identified, however the IFU of all renasys devices have been reviewed and contain comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional risk management review is not required. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.